Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm is confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported under delivery via phone call. Customer blood glucose reading was 227 mg/dl. Customer declined to troubleshoot for their high blood glucose reading under delivery issue. Customer does a lot manual shot that is why they got under delivery. The retainer ring is damaged but locks in place. Infusion set was changed on (B)(6) 2020. The insulin pump will be returning for analysis.